Event description:
During a review of a (B)(6) male pt's download zoll, lifecor customer support identified several charger faults in the data. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (charger faults) was confirmed. The cause of the battery not fully charging was a broken white wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.